Manufacturer narrative:
The workmate claris workstation was received for evaluation. During the initial power on, it was observed that the os (operating system) was not able to load normally upon the hardware startup self-test which indicated that the system had encountered an os startup issue. The cause of the reported unexpected system startup behavior was determined upon a review of the operating system event logs. The review identified the cause of the workstation startup issue associated with numerous improper system shutdowns or unexpected power loss during operation. The issue was resolved during the hardware evaluation, no hardware issues were identified prior to the return of the workstation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During device preparation, with the patient in the operating room, the computer was stuck on the homepage and didn¿t boot completely. The device was rebooted and unplugged, but the issue remained, so the procedure was cancelled. The procedure was rescheduled and completed a few days later. There were no adverse consequences to the patient.